Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Additionally, undersensing on the right ventricular channel was also observed. Reprograming options and further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.